Event description:
The following has been reported: bad keybord (menu and pressure key). Defective keyboard was diagnosed. Keyboard with no signs of liquid ingress. This defective part replaced. Quality control performed after repair, device is functional and safe. Faulty part will be sent. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.